Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that multiple insulin cartridges leaked at the plunger end, leading to premature depletion of supplies and a need for replacement cartridges and luer connectors; the user reported using contact/detach infusion sets with a cgm and stated blood glucose was unaffected with a value of 138. Symptoms included no adverse clinical effects. Outcomes included no impact to health beyond the need for replacement supplies. Investigation included customer interview and logistical support for courtesy replacement. Investigation of this case revealed a suspected cartridge leak at the plunger interface consistent with a device component performance issue; no lot information was available for further trace. It was concluded, based on previously established findings for similar reports, that the cause was likely user- or handling-related damage or an isolated product performance issue that could not be confirmed without product evaluation.